Manufacturer narrative:
Patient ID, dob and weight not provided for reporting. (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. The subject device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia nail procedure on (B)(6) 2018 while reaming with the flexible reaming set, the 8.5 mm medullary reamer head and the tip of the 5.0 mm flexible shaft broke off in the tibial nail canal. The surgeon withdrew the remaining flexible shaft and reamer head. The devices were broken into multiple pieces, however, the broken pieces were retrieved and the procedure was completed successfully. Surgery was prolonged approximately 20 minutes to retrieve the broken pieces with special instrumentation. Additional x-rays were required for retrieval of the broken pieces but are unavailable to be sent. The patient outcome was noted as stable. This complaint involves 2 devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part: 352.085 lot: 25549 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 30. Aug. 2011 . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: the returned reamer head was confirmed to be broken into 4 pieces. Replication of the complaint condition is not applicable as the device is already broken. Drawings were reviewed during investigation. Dimensional inspection was not possible due to the post manufacturing damage. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on review of the DHR records there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that the device encountered excessive forces there were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.